Event description:
It was reported that during device evaluation conducted at the manufacturer facility the orange nose band was found to be chipped. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Device evaluation completed.

Event description:
It was reported that during device evaluation conducted at the manufacturer facility the orange nose band was found to be chipped. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.